Event description:
It was reported that during evaluation of the device, it was determined that the robotic assisted saw handpiece device was found to be loose at the connector. It was initially reported that the device had an error "saw not connected". This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the described failure was not confirmed. As per (B)(4), the saw handpiece was returned to depot for evaluation. The service technician was not able to replicate the reported issue but found loose connector. The device was repaired and the system is performing as per specifications. The most probable root cause for the identified failure can be linked to component failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.